Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site; subsequently the patient underwent revision surgery on (B)(6) 2013, to re-position the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.